Event description:
It was reported that the pump had been in use on a pt for about 36 hours when the system error 3 alarms sounded. The pt was transferred to another pump and there were no complications.